Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was confirmed through the events log and duplicated during the functional check. The problem was isolated to transducer pt800 which failed. This issue is currently being addressed by CAPA (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced vent inop, motor fault, xdcr fault, high rate, low pip and low ve alarms during calibration when the ventilator was turned on. The customer advised there was no patient involvement associated with this event.